Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a major crack on the top case and bottom case by the pole clamp screws inserts also cracked on the right plunger case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found during occlusion test. Service replaced motor assembly, worm gear, lead screw and clutch halves. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error and had a cracked case. No adverse effects were reported.